Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 355 (mg/dl). Customer administered correction boluses and insulin injections to treat their bg levels. Reportedly, customer administered an insulin injection to treat one of their elevated bg levels, and subsequently, experienced a bg level of 47 (mg/dl). Customer consumed food to treat their low bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.